Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event ans subsequently expired on (B)(6) 2013, after use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00457.